Event description:
Journal reference: okajima, et al. "Experience of anesthesia for pts with deep brain stimulators." Masui 2007; 56(10): 1211-1213. This article describes a case report of a male pt, with dbs who undergoes abdominal surgery. Upon turning the device back on post-surgery, parkinson symptoms return over the next 6 hrs. Device no longer seemed effective. Reportable event: the author also discussed a case of permanent disability in the deep brain caused by diathermy treatment while transferring heat to the lead cable. He comments that device labeling needs to address this, as it is not a product failure.

Manufacturer narrative:
.